Manufacturer narrative:
A field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The fse walked the customer through a rack rotation test and the noise coming from the instrument and error messages went away. The customer was able to run patient samples without any issues. The fse followed-up with the customer later during the same day and confirmed that the reported error messages did not return. No further action was required. The aia-900 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 06-may-2018 through aware date 06-jun-2019. There were no other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 2323 unscheduled rack return-start cause: when the return (x2) feed mechanism was being returned to the home position, the x2 starting point rack detection sensor s079 detected a rack, preventing the return (x2) feed mechanism from being returned to the home position. Action: remove the rack at the return feed starting point. Alternatively, check s077. 5100 assay operation aborted! Cause: measurement was interrupted due to the occurrence of a phenomenon that prevented the continuation of measurement. Action: check the abort cause. The most probable cause of the reported event could not be determined. The issue was resolved by running a rack rotation test, which eliminated the noise and error messages being generated by the aia-900 instrument.

Event description:
A customer reported getting error messages "2323 unscheduled rack return-start" and "5100 assay operation aborted!" With the aia-900 instrument. The customer reported that the issue had been occurring sporadically, but now the rack was stuck. The technical support specialist (tss) instructed the customer to manually remove the rack and perform an "all set home" with success; however, when a rack rotation test was performed the issue persisted. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient results for estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.